Event description:
A pump malfunction was reported, with alarm 29 occurring during the load process. There was no reported adverse impact to customer's blood glucose. The customer attempted to resume insulin therapy, but the cartridge alarm recurred despite assistance in using the correct loading technique. Customer reverted to using multiple daily injections as backup therapy.